Manufacturer narrative:
Concomitant devices ((B)(6) 2010): 2.5x10mm balloon and 3.5x15mm balloon. Concomitant medications ((B)(6) 2010): pre-procedure medications included ace inhibitors, aspirin, beta blocking agents, clopidogrel and hmg coa reductase inhibitors. Intra-procedure medications included heparin and clopidogrel. Post-procedure medications included aspirin, clopidogrel, atorvastatin, humalog, lantus, lisinopril, and metoprolol. Information received from the (B)(4) study indicated that after stent placement no re-flow was observed and at 16-24 hours post-procedure, the ck-mb was slightly elevated. The patient's medical history is significant for angina, previous percutaneous intervention to an unknown vessel, hyperlipidemia, hypertension, atrial fibrillation, diabetes and smoking. The target lesion was the distal circumflex (cfx). The lesion was described as de novo, 99% stenosed and having thrombus present. The lesion was pre-dilated with a 2.5mm x 10mm balloon at 12 atms. It is unknown if the thrombus was aspirated prior to any intervention being performed. A 3.5mm x 18mm cypher stent was then implanted at 10 atms and the stent was post-dilated with a 3.5mm x 18mm balloon at 18atms per standard procedure. At some point no re-flow was observed, this event was managed medically and resolved without sequel. Of note only aspirin and heparin were given during the procedure with an act of 236. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Poor distal flow or no flow is a known potential adverse event associated with coronary stenting. The acc guidelines recommend an act of greater than 300 while performing a coronary intervention. Smoking is known to increase the risk associated with the occurrence of adverse events. Review of the limited information suggests that lesion characteristics (thrombus present prior to intervention) and/or pharmacological factors and/or patient factors may have contributed to the event. Elevated cardiac enzymes are a common result of implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) may have contributed to the event. There is no indication that there is a design or manufacturing related issue therefore no action will be taken. Please note that this is an initial and final report.

Event description:
As reported by the (B)(4) study, post cypher us rx 3.50 x 18 stent placement, the patient experienced no reflow. It was medically managed and resolved without sequelae. Sixteen to twenty four hours post-procedure ck-mb was 7.4 (upper limit 6.6 ng/ml). Pci was performed on a 99% de novo lesion in the distal circumflex of 5mm in length in a 3.0mm vessel diameter. The (b1) lesion was not anatomically complex but it was definite that there thrombosis present in the lesion. The lesion was pre-dilated with a 2.5.x10mm balloon at 12 atm before the 3.5x18mm cypher rx stent was deployed at 10 atm. Post-dilation was performed with a 3.5x15mm balloon at 18 atm as a standard practice.